Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 4 years and 8 months post implant of this bioprosthetic annuloplasty band, it was explanted and replaced as mitral regurgitation progressed from moderate to severe. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicate that in this case, a mitral valve replacement was performed as mitral regurgitation progressed from moderate severe. Overall there is no indication of product quality issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.